Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-30699. Related manufacturer reference number: 2017865-2021-30700. It was reported that the pacemaker, right ventricular lead, and atrial lead was explanted due to infection. The patient condition was unknown.